Event description:
The customer reported the dap reading is faulty. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced dap and calibrated the system. System operates as intended. (B) (4).